Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump date was inaccurate; cause was unknown. Reportedly, customer corrected the date to adjust the issue. Customer¿s blood glucose was 165 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy and declined further troubleshooting from tandem technical support.